Event description:
The patient is a premature infant who was being intubated at the bedside with a stylette and 3.5 et tube. After successful intubation, the stylette was removed. Approximately three inches of the stylette remained in the et tube. It was recognized immediately, and the et tube was removed. All of the retained stylette came with the tube.